Event description:
It was reported that the shock impedance was greater than 200 ohms. The impedance had gradually increased over the past couple of years. Right ventricular (rv) pace impedance was normal. The physician was considering performing commanded shocks to evaluate the system integrity along with provocative maneuver testing. The patient was on a waiting list and further testing had not yet been carried out. The rv lead remains implanted and in service and no adverse patient effects were reported.